Manufacturer narrative:
The suspect product is the comfort curve strip.

Event description:
Patient reported obtaining back-to-back blood glucose results, of 68 mg/dl on a professional meter and 122 mg/dl on the advantage test system. Patient did not modify therapy based on these results. The patient was taken to the hospital where she is being kept overnight for tests. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage test system: meter, comfort curve strip lot 548997 with expiration date 04/30/2007.